Manufacturer narrative:
The complaint of a damaged extension tube was confirmed; however, the root cause could not be determined. One 20g nexiva IV catheter was provided with evidence of use. The extension tubing was ballooned. The damage likely occurred during use; however, the root cause could not be determined. This type of damage can occur if the catheter is kinked, obstructed, or pressurized beyond the pressure limit. No occlusions or manufacturing defects were identified on the returned sample. The instructions for use (IFU) indicate to avoid kinking or obstructing catheter during power injection. In the event of an occlusion, power injector pressure-limiting features may not prevent catheter failure. The IFU also indicates that the 22-18 ga (0.9-1.3 mm) devices are suitable for use with power injectors set to a maximum pressure of 300 psi (2068 kpa) when access ports not suitable for use with power injectors are removed. There were no other similar complaints from the implicated lot. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No new information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
This system burst during injection. Response on (14-nov-2025) was the device being used on the patient when the problem occurred? - yes. Has the patient or user suffered any harm? If yes, please explain: the psychological impact of having to replace the catheter and repeat the examination with contrast injection. Was additional medical/medical intervention required? If yes, please explain - yes: need to replace a catheter and repeat the examination with contrast injection could you please specify the date of the event? 07/11/2025 around 1:45 am.